Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8178644.

Event description:
It was reported that during programming three contacts of the left occipital lead had high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8178644. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the left occipital lead was explanted and replaced. It was noted that the explanted lead was fractured. Effective therapy was restored. Product investigation was unable to determine which lead had the issue.